Event description:
It was reported that on (B)(6) 2025, the patient underwent removal surgery. When it was delivered the day before surgery, it was discovered that the turning handle could not be attached to the handle. It was confirmed that although there were times when it was not possible to attach it, it was not completely impossible to attach it. As a result, additional arrangements were quickly made. There was no impact on the surgery. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary, the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found device was normal traces of use. An interaction between handle for 90 screwdriver and turning handle f/90 screwdriver was made and found through many attempts that assembly is intermittently possible due to the condition of the turning handle f/90 screwdriver, therefore, the reported condition was able to be replicated. However, no defects were observed on the handle for 90 screwdrivers. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the handle for 90 screwdrivers would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history. Product code: 03.505.004. Lot number :4412. Release to warehouse date :14. Apr .2023. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified.